Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant the right atrial (ra) lead and right ventricular (rv) lead both dislodged exhibiting unstable thresholds and loss of capture. Both leads were repositioned and remains in use. No patient complications have been reported as a result of this event.